Event description:
A site reported to RxSight that a bilaterally implanted patient's Light Adjustable Lens+ was explanted from the left eye due to blurry vision approximately 1 year after implantation. Postoperatively, the patient completed 2 light adjustments and no lock-in treatments.

Manufacturer narrative:
Manufacturing records were reviewed and found no deviations, non-conformances, or other manufacturing issues related to the reported event.Manufacturer Reference #: (b)(4).